Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins recharger (insr) was not working. The patient stated they do not see the lightning bolt in the ins icon. The patient said they were unable to get the lightning bolt to come on. The caller said it was not doing anything yesterday. The patient said they did not feel stimulation. The patient used their programmer and synched with the ins. The programmer showed a recharge the stimulator screen. It was reviewed that therapy had stopped which was why the patient was not seeing the lightning bolt. It was reviewed the patient needed to charge the ins to at least 25% before they could turn the ins on. It was mentioned the patient thought the recharge screen meant they needed to change the batteries in their patient programmer, but the icon was reviewed, and the patient was informed it was a recharge the ins screen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported new information stating that they had been charging all night and fell asleep with the recharger on them and the ins didn't charge at all. The patient reported they had 4 coupling bars. The patient was advised to re-position the antenna of their ins but it did not resolve the issue. A new antenna was being sent to the patient. No symptoms or further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported the patient's insr is unresponsive. Screen is blank and insr is beeping. It was reviewed with the patient how to reset the insr. The issue was resolved. No further information was reported. Additional information: it was reported after the patient had restarted their insr they were still having coupling issues. Patient said she currently show 8 empty boxes. The patient used their antenna locate feature, and she got 6 boxes filled in, and then it went up to 8 boxes. Patient is going to continue charging. The issue was resolved. No further information was reported.